Event description:
I used these prep pads for two specific medical and hygiene purposes: sanitizing skin sites for regular testosterone injections. Sanitizing my electric razor before facial grooming. The adverse events began as localized abscesses at the injection sites and on my face in the areas where the sanitized razor was used. Despite stopping use of the pads, the condition has progressed and spread systemically. Current clinical symptoms: tissue necrosis: I have active, progressive necrosis on my face, specifically on my lip, cheek, and near my ear. I have experienced spontaneous tissue loss, including a portion of my eyebrow falling off. Systemic vascular issues: I have persistent "lacy bruising" (livedo reticularis) on my calves that has remained for weeks. Severe edema: my legs are significantly swollen, tight, and hot to the touch. The pressure and swelling are so severe that I am unable to sleep in a horizontal position and must remain upright. Abscesses: the initial abscesses have been "problem children," recurring and spreading to other areas of the body. Conclusion: the timing and location of the initial infections directly correlate with the use of the recalled webcol wipes. The condition has transitioned from localized infection to systemic tissue death and vascular involvement. I am requesting a formal review of this case in connection with the webcol/cardinal health recall records.